Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The patient was hospitalized for the event. The cause of peritonitis was not reported. Treatment was not reported and the patient¿s outcome was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.